Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. The patient was hospitalized for the event. On an unknown date, the patient underwent a surgical repair of the hernia. On an unknown date, the patient was switched to hemodialysis therapy. Two days after admission, the patient was discharged home. At the time of this report, the patient is recovering and remains on hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.